Event description:
The pt reported charging issues between the implant and the external equipment. The pt also reports uncomfortable sensations at the implant site. An advanced bionics rep performed device eval. The problem was not confirmed.